Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms instrument breakage. A search of the complaints databases has identified a trend of this issue. (B)(4) was implemented on (B)(6) 2013 to remove the custom 455 ss material from depuy drawing (B)(4). A medical device correction notice was distributed on (B)(4) 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. The root cause is attributed to design. Monitor through trend analysis.

Event description:
While preparing the instrument, the surgeon found out that the im rod is broken.he took an x-ray after the surgery and the broken part is not in the patient.